Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm emerge monorail balloon catheter was advance for dilation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There was no patient injury reported, and the patient condition was good post-procedure.